Event description:
Return reason: the customer reported that the connector pin was bent before use. Analysis determined: investigation found that the #3 electrical pin is bent down onto itself in the electrical connector cap. A connection could not be made. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: the corrective action is that mfg and quality assurance personnel have been notified. Molding parameters and molds have been updated. Both the frequency and severity of this type of incident will be closely monitored to determine if further remidal action is necessary.